Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a patient death occurred. Vascular access was obtained via the femoral artery. The concentric target lesion with a greater than or equal to 90 degree significant bend was located in the mildly calcified proximal to mid left circumflex (lcx) artery. A 20 x 3.50 promus elite stent and a 24 x 2.75 promus elite stent were advanced and implanted in the proximal lcx and in the left main coronary artery (lmca) to lcx. Following stent deployment, post dilatation was performed, and the procedure was completed. The patient was stable post procedure but passed away six hours later.